Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the camera head oled (organic light emitting diode) was damaged, and the phenomenon (no image) was due to water immersion / internal flooding of the cable. A review of the instructions for use identify verbiage that may prevent the phenomenon: "do not apply excessive bending, pulling, twisting, or rushing force to the camera cable. Doing so can break the camera cable." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received identifies the phenomenon was first identified during pre-use inspection of an unknown diagnostic procedure.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the cable part was damaged, the cable part was buckling, the connector part electrical contact had wear, and the head part scope mount holding power was noted to be decreased. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the camera head had sandstorm after connection and had no video. There was no harm or user injury reported due to the event.